Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting dr/clinic due to meter results. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for high blood glucose test results. The customer feels well and did not report any symptoms. Customer stated he went to clinic/doctor's office on the day of the call due to the results. Per customer they compared his results from his true metrix air, 150 mg/dl undisclosed whether fasting or non-fasting, versus the clinic/doctor's meter result, 117 mg/dl undisclosed whether fasting or non-fasting and was advised to contact manufacturer for a replacement. Customer stated he also has tested with a different meter, and the true metrix air was higher. During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/23/2025 (expired). Per caller the product is not stored according to specification (bathroom). The meter memory was not reviewed for previous test result history.